Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007.

Event description:
The leads were explanted. Subsequently, both leads tested out of specification during the manufacturer¿s analysis. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.